Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the high resort infusion patients was showing up on ph- infusion pyxis cabinet. A technical support specialist reviewed the care fusion coordination engine message logs and confirmed that no a03 discharge messages were received for patient examples provided. The customer stated that the a04 messages were crossing to pyxis es that should not be which did not receive a03 discharge messages and user was working on preventing those a04 from crossing over to pyxis es. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower high resort infusion patients was showing up on ph- infusion pyxis cabinet. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower high resort infusion patients was showing up on ph- infusion pyxis cabinet. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.